Event description:
It was reported that the battery remaining in this device has decreased from 60% down to elective replacement time in a year. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased from 60% down to elective replacement time in a year. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.